Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box history showed that the daily insulin delivering totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications.

Event description:
It was reported that on the morning of (B)(6) 2011 the patient had a blood glucose (bg) of 336 mg/dl with ketones, and was given a correction dose of insulin via syringe. It was reported that the patient experienced bgs between 300 and 400 mg/dl with ketones since dropping the pump the previous week. It was stated that the most recent site/set change was on (B)(6) 2011, and there were no issues with the cannula or the cartridge noted. The reporter noted that the patient has gone through a growth spurt recently. Customer support (cs) reviewed the pump with the reporter and found no alarms associated with the incident; all time/date settings, programming, and history were found to be correct. This complaint is being reported because the patient allegedly experienced hyperglycemia after accidental damage to the pump occurred.